Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Patient had a tka done (B)(6) 2014, patient came to doctor's office for assessment several months after surgery, patient complained of pain in right knee and unstable medially and laterally, doctor and patient decided to return to surgery to revise the knee, doctor did examine under anesthesia before surgery, still unstable, doctor opened knee in normal fashion accessed components in the knee, no loosening of components were found intraop and on x-ray, removed the polyethylene tibial insert and began to trail to make the knee stable again, the (B)(6) poly was found the most stable and the real implant was inserted and patient was closed in usual fashion.

Event description:
Patient had a tka done (B)(6) 2014, patient came to doctor's office for assessment several months after surgery, patient complained of pain in right knee and unstable medially and laterally, doctor and patient decided to return to surgery to revise the knee, doctor did examine under anesthesia before surgery, still unstable, doctor opened knee in normal fashion accessed components in the knee, no loosening of components were found intraop and on x-ray, removed the polyethylene tibial insert and began to trail to make the knee stable again, the 19 poly was found the most stable and the real implant was inserted and patient was closed in usual fashion.